Event description:
The surgeon placed a surgiwrap piece in a pt during a midline incision case. When 0.05 mm surgiwrap was used, the doctor noticed excess fluid collection. He was not experiencing this fluid build-up when 0.02 mm surgiwrap was used. Surgeon drained the fluid and the pt is recovering without incident.